Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up and the pump had shut off unexpectedly. The customers blood glucose (bg) level was impacted (358 mg/dl) the customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts) , pump history revealed multiple low power alerts/alarms. The customer uploaded pump data. Review of pump data by cts revealed the pump battery had depleted quickly, the pump shut off due to insufficient battery power. It was indicated that the customer would continue to use the pump until the replacement arrives.